Event description:
Customer reported experiencing very low blood glucose levels between 30 and 40 mg/dl. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately. There was no additional information received about the outcome or any corrective actions taken, and the customer declined further follow-up from technical support. No further details were available.